Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 86.6cm from the hub. The fracture face was oval as if kinked prior to separation. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm maverick²¿ balloon catheter was introduced to the patient for dilation. However, halfway during insertion into the guiding catheter, the shaft broke. The procedure was completed with another maverick balloon catheter. No patient complications were reported and the patient's status was fine.